Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, acoustic lens cut off, broken lg lens, gap at the adhesive part of the ar, crease at the connecting tube, damaged adhesive part of electronic at the ultrasonic, corrosion at the el-connector due to leakage, and connecting tube crumpled were observed. In addition, insulation resistance at the tip out of standard due to cutting part of ar, angulation in the up direction out of standards due to worn of angle-wire, angulation in the right direction out of standards due to worn of angle-wire, and the lost element is above standard due to damage of ultrasonic probe were noted. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the ultrasonic gastrovideoscope probe rubber is torn. The event occurred during preparation for use. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the cause of the torn rubber likely occurred due to an external force applied to the tip. The specific root cause could not be determined at this time. The following information is stated in the instructions for use which may have prevented the event: "do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result." Olympus will continue to monitor field performance for this device.